Event description:
It was reported in a service report, the fowler release mechanism was not functional. During transport of a pt with respiratory issues, the emts could not raise the fowler to the upright position. The emts repositioned the pt so the head was at the foot end, and the emts used the trendelenburg as a means of sitting the pt upright. No adverse consequence alleged.

Manufacturer narrative:
The service technician examined the cot and found that a pin was missing from the top of the fowler cylinder. This missing pin inhibited the cylinder from releasing pressure; thus rendering it inoperable. It is unk how the pin became removed from the cot.